Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient is having issues when she sits and stands. This was clarified to mean that she has to sit or stand in a particular way due to discomfort/pain in the back or legs. This started sometime after the implant, but not right away. Sometimes the patient¿s right leg gives out and she falls. The patient has had 2-3 falls since she received the current implant in (B)(6) of 2018. The patient turned the stimulation off and still feels the same. Additionally, it was noted that when the patient tries to charge the implantable neurostimulator, she gets a burning and itching sensation right at the implantable neurostimulator site. The patient indicated that the itching is so bad. The patient stopped charging and turned stimulation off, but the itching as still present. There was no sign of skin irritation. The patient mentioned that this had been occurring for 1.5 months or more. The patient was afraid to turn stimulation back on. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional, via a manufacturer representative (rep). It was reported that the cause of the patient feeling the same with the stimulation off was not determined. The rep said they were meeting with the patient on mar-12 to interrogate and reprogram the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the legs giving out/falling happened when stim was off. It was reported patient was making an appointment to meet with a neurosurgeon. The rep reprogrammed patient's stimulation on 3/12 to help with pain relief. Patient was advised to try putting a layer of clothing between recharger and ins so address the burning/itching when recharging. Patient is to report back to the rep whether they are getting relief since reprogramming.